Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe with needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
The photo provided by the customer were verified and it was possible observe shield missing and needle bent. However due the lack of batch information it was not possible perform the DHR evaluation, quality notification and maintenance analysis. The potential cause for the problem as a failure at needle assembly station on assembly machine. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe with needle there was an issue with sterile breach. There was no report of injury or medical intervention.